Event description:
The customer contact reported a separation. The male luer adapter with locking hub of the tubing set was connected to an infuse-a-port and was being used to deliver an unspecified antibiotic. After an unspecified length of time in use, it was reported that the tubing separated from the "spin collar" connection. An unspecified volume of blood loss was noted. It was reported that the infuse-a-port clotted; however, patency was reestablished after the port was flushed. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. This report represents all the info known by the reporter upon query by hospira personnel. (B) (4).